Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the unit was found to have physical damage to the x stage cover that was causing noises during motion and could have been causing the x stage motion problem and docking issue. X stage cover was re-seated to resolve issue. Unit was then able to invalidate home and re home. The docking issue was resolved. The system passed system checkout.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was docked and would not allow the site to take images. The docking pins were off axis by 1 cm. The imaging system was elevated and then got a collision error message. The site rebooted, and collision error was still visible. The site eventually got the imaging system in a correct position where they were able to take images. They took another image of patient and the system was functioning normally. It was noted that there was less than 15 minute delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Updated initial reporter.